Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after mapping multiple locations for adequate measurements the device's helix became entangled with tissue that could not be removed. As a result, the device was not used, and a new one was implanted. There were no patient consequences.